Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The iol was exchanged for another lens model 4 months following the initial implant procedure. The clinical reason for explant was refractive surprise/suboptimal outcome in post lasik cataract surgery. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the one eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that the company 22.0 diopter lens model was exchanged for an unspecified multifocal due to a clinical reason for explant of, "refractive surprise/suboptimal outcome in post lasik cataract surgery." Follow up attempts were made. No further information has been provided. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).